Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was part of a system explant due to staph infection and sepsis. This condition was discovered when patient was admitted for shock of a ventricular fibrillation (vf) episode. There were no additional adverse effects reported.

Event description:
It was reported that this lead was part of a system explant due to staph infection and sepsis. This condition was discovered when patient was admitted for shock of a ventricular fibrillation (vf) episode. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.